Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part #: 314.291 synthes lot #: 70527-902 supplier lot #: 70527-902 release to warehouse date: 11 jun 2018 supplier: (B)(4) no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that collinear reduction clamp sliding mechan the k-wire was stuck inside the collinear reduction clamp. No other issues were identified. The dimensional inspection was not performed collinear reduction clamp sliding mechan due to its inaccessible feature. The functional test was performed when the k wire was attempted to pull it outside the collinear reduction clamp it¿s still stuck and unable to pull it out. The alleged unable to disassemble/unable to assemble condition can be confirmed since it failed the functional test. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for collinear reduction clamp sliding mechan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: -collinear reduction clamp sliding mechanism device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for the open reduction internal fixation surgery for the femoral shaft fracture. During the surgery, when the clamp was used for intraoperative reduction, the surgeon tried to insert the k-wire through the clamp for temporary fixation, but it could not pass through the clamp and the k-wire stuck inside the clamp. Also, the k-wire could not be removed. The surgery was completed successfully within 30-minutes delay. The patient outcome was stable. Concomitant device reported: unk - impaction inst: hammer/mallet: (part# unknown; lot# unknown; quantity: unknown). Unk - powered drivers/handpieces: (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) sliding mechanism. This report is 1 of 2 for (B)(4).